Event description:
It has been reported to philips that the allura system did not boot up successfully as the start-up countdown got stuck at 00:00. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and found the device's grabber cards failed to initialize, resulting in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The fse replaced the device's flexvision computer and the hard disk which returned the system to expected functionality.